Event description:
Describe the event or problem: merge hemodynamic system not working as designed, unable to work in cath lab room #4. What was the original intended procedure?: extraction of dual-chamber pacemaker, left heart catheterization and right heart catheterization. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known. Additional information for patient #1: other information about the patient that may have influenced the outcome of the event: n/a. Preexisting characteristics that may have contributed to the event: hepatic/renal dysfunction; other; coronary heart disease. Other characteristics or medical conditions: aortic stenosis, atrial fibrillation, severe mitral valve regurgitation, ckd.